Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. Review of the provided image is consistent with broken cable. Root cause of the failure mode cannot be confirmed without the returned device. No further escalations required for the image review. If the product is received and evaluated, a supplemental MDR will be submitted.